Event description:
Info received indicates the pump underinfused during testing. Pump was tested at 10ml but only delivered 9.2ml.

Manufacturer narrative:
Testing of the pump indicates the pump was out of calibration. The pump was calibrated to resolve.